Event description:
No additional information reported

Manufacturer narrative:
Visual inspection of the returned tasp found signs of repeated use and confirmed it is fractured in two different spots. Device history record was reviewed and no discrepancies were found. The root cause is use error as impacting the tasp with a mallet is against the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information was reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the surgeon used a mallet to insert the tibial articular surface provisional construct and the bottom provisional broke. No patient consequences were reported.